Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported this programmer displayed a yellow screen for telemetry failure followed by a red alert screen and then was unresponsive. This occurred as the patient left the examination room prior to session completion. There have been no reported issues since and this programmer has continued to be utilized. This programmer remains in the field at this time.